Manufacturer narrative:
The complaint for post implant regurgitation was unable to confirm based on unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''approximately 10 months post tavr with a 26mm sapien 3 ultra resilia valve, the valve failed due to ai (not determined central or pvl).'' Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 10 months post tavr with a 26mm sapien 3 ultra resilia valve, the valve failed due to ai (not determined central or pvl). The patient is being worked up for a valve in valve.